Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that during a threshold test with this implantable cardioverter defibrillator (ICD) radio frequency (rf) telemetry was lost and this patient experienced asystole for 7-10 seconds. The patient was syncopal as a result. A boston scientific crm local area sales representative was not present, but it was reported by the health care professional (hcp) that there was a message of "telemetry interference" that appeared. The device continued to step down for several seconds beyond loss of capture despite the fact that the hcp had selected the "end test" and "cancel telemetry" buttons multiple times. A boston scientific crm technical services consultant discussed rf issues and how that might affect getting commands from the programmer to the device.